Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device received with cracked case display window corner and broken reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 39 mg/dl at the time of incident. Customer reported that the insulin pump had damaged at reservoir lip ring and screen. The customer reports that reservoir was able to locked into the place. Customer did not provide any symptoms regarding to low blood glucose episode. The customer was treated with cereal bars and apple juice. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will be returned for analysis.